Event description:
Reportedly, after deployment, the customer noted that the stent wasn't measuring 80mm, so they had to place another stent so that the lesion was completely covered. A day after implant, pt was sent to surgery for bypass due to occlusion of stent. No further info provided.

Manufacturer narrative:
Device not returned.